Manufacturer narrative:
There was no patient involvement as the issue was found by the service engineer during annual preventive maintenance (pm). No patient or user harm was reported. After replacing the power management (pm) printed circuit board assembly (pcba), the service engineer verified that the issue was resolved. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by a service engineer (se) on the v60 indicating that a 1124 "battery failed" alarm error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. A se discovered that a 1124 "battery failed" alarm error occurred. This investigation is ongoing.